Event description:
Info received that the caster was not holding. No injury reported.

Manufacturer narrative:
Tech found bed in hallway. Checked function of caster. Not holding due to bad caster. Replaced the caster to resolve this issue.